Event description:
It was reported that a intellanav stablepoint open-irrigated was selected for a ventricular tachycardia ablation procedure. During preparation, a syringe lock was connected instead of tubing, flushing was performed and the device was inserted into the body. When the device was taken out of the body, and the irrigation tube was connected, and the flushing was performed, it seems that the sufficient irrigation flow rate could not be maintained. The catheter was replaced and the procedure was completed.

Manufacturer narrative:
Visual inspection of the device showed the product analysis unit passes visual, functional, flow and leak tests and showed no evidence or defects that could have contributed to the event.

Event description:
It was reported that a intellanav stablepoint open-irrigated was selected for a ventricular tachycardia ablation procedure. During preparation, a syringe lock was connected instead of tubing, flushing was performed and the device was inserted into the body. When the device was taken out of the body, and the irrigation tube was connected, and the flushing was performed, it seems that the sufficient irrigation flow rate could not be maintained. The catheter was replaced and the procedure was completed.